Event description:
A report was received stating after three days in use, the endotracheal tube cuff was found leaking. No related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow up report detailing the results of the eval once it is completed.